Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's partner reported patient's left implant is "super squishy," "drooped to left", and rupture. Patient's partner also reported patient "lost 12 pounds in the last three days" which is deemed not device related. Patient reported a left side rupture, "drooping, sagging and exchange." The device remains implanted.